Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 95% stenotic lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. The vessel was 3.0mm. The access site was the femoral artery. The physician first attempted to direct stent the lesion. The 3.00x16mm taxus liberte drug eluting stent was advanced to the lesion and was "inflated to some extent but the physician found the lesion calcified and could not deploy the stent". The stent was withdrawn. The physician then predilated the lesion with a 2.0x20mm maverick balloon and then advanced the 3.00x16mm taxus liberte stent to the lesion again, but could not inflate it. The device was removed. The procedure was successfully completed with the placement of another 3.00x16mm taxus liberte drug eluting stent which was post dilated with a 3.0x12 quantum balloon. Patient status is reported as "poor diabetic".

Manufacturer narrative:
Device evaluation: visual examination of the stent revealed damage. Some proximal stent struts were misaligned and the distal stent struts were slightly flared. This type of damage is consistent with inflation attempts. An attempt to inflate the balloon and deploy the stent using an encore inflation unit was successful. The balloon inflated and the stent deployed uniformly and in a timely manner with no issues noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be unknown.